Event description:
A customer reported his meter did not turn on when the button was pressed and when a test strip was inserted into the port. Due to meter not turning on, the customer reported losing consciousness, having a seizure, and experiencing blurred vision and slurred speech. The customer went to a clinic where he was reportedly diagnosed with hyperglycemia and treated with lantus insulin and metformin. The customer also reports drinking water to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a f/u report will be filed once the investigation is complete.